Event description:
Tangent ii catheter broke while pulling out of sheath. The catheter was snug going through 8.5f daig sheath. The physician tried to pull out catheter to reflush sheath and check the catheter. As he was pulling out the catheter through the sheath, the tip broke off in the sheath. The sheath was removed with the catheter tip stuck inside it. No product was left in the patient. The sheath was replaced with another and the procedure completed without incident.